Event description:
It was reported that the physician's programming tablet was giving an error message "unable to open port". Another programming wand was used with the tablet and the message was still received. Troubleshooting was performed by disconnecting the usb cable and reinserting it 15 minutes later; however, the message was still received. A new usb cable was provided to the physician and the non-functional usb cable was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Corrected data: this information was inadvertently left off of supplemental MFR. Report #01.

Event description:
The serial cable manufacturer will be performing analysis of the device for their own internal investigation and results are not expected to be returned.

Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the usb cable was completed on 03/06/2015. The cause for the reported allegation is associated with 4 open wire connections in the returned serial cable. The cable will be sent to the manufacturer for further analysis. No other anomalies were identified.